Event description:
It was reported that during a lap super cervical hysterectomy, the device faulted in error code 5. Surgeon removed it and retrograded the device onto hand piece. Went to the testing procedure and the blade tip broke off. Replaced with a new one to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 11/10/2008. Information not available, device not returned for analysis.